Event description:
The reporter stated that the surgeon was using a 5.5 diopter visian collamer lens in a msi-pf injector and the lens was sticking in the injector and as he was pushing the lens into the eye, the injector flipped the lens over as it went into the pt's eye. No damage to the lens or pt, however, the surgeon couldn't get the lens to flip back over. The surgeon removed and replaced the lens with a back up lens with no pt injury. They reported it was due to the injector and no complaint against the lens.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and visual inspection shows a small piece of a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the foam tip plunger and cartridge were not returned for eval. Eval results: a work order search was performed for the lens serial number for similar complaints within the search and no similar complaints were found.